Event description:
Pt reported that her infusion set adhesive was "not sticky at all." She indicated that after one hour of use, the infusion set headset came completely off her body. Pt stated that almost all of the sets in the box had the paper backing peeling. She reported that after 36 hours of use, she observed a huge lump surrounding her insertion area. Pt did not provide any other info. Infusion set was requested to be returned for eval.